Event description:
During a (B)(4) study - the pedal was pressed and no images appeared on the physicians screen. In the patient directory, the series with 2 images (should have been 3 images) was present. The operator paused the study and reconstructed the 3 images by using edit results. The physician would need to come out of the scan room to view the images.

Manufacturer narrative:
(B)(4).